Manufacturer narrative:
An evaluation of the device(s) cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the patient complained of pain. The bone scan showed at 'hot' area. Dr. (B)(6) commented during the revision procedure that the baseplate 'just fell out' it was so loose."